Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that knives exhibited bent dull tips of the blades. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested.

Event description:
Additional information received clarified this report to be an event of one knife blade that was noted by the physician to be bent prior to starting a cataract surgery. There was no patient involvement with the unsatisfactory knife. An alternate knife was obtained in order to subsequently begin and perform the surgery. With this additional information received, this reported event is no longer reportable.

Manufacturer narrative:
Based on the additional information received in section b.5 following submission of the initial report, this event no longer meets criteria for reporting as a malfunction. No additional reports will be submitted for this reported event. The manufacturer internal reference number is: (B)(4).